Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator exhibited high out of range shock impedance measurements. Troubleshooting was discussed. This device remains in service. No adverse patient effects were reported.